Event description:
On 19th february 2023 getinge became aware of an issue with one of surgical lights - volista standop. As it was stated, upon the device inspection two out of the six fixation screws holding the device main tube were loosen. There was no injury reported, however, we decided to report the issue in abundance of caution as loosen screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 22th february 2023 getinge became aware of an issue with one of surgical lights - volista standop 600. As it was stated, upon the device inspection two of the six fixation screws holding the main tube was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as defect of the screws involved in this complaint may lead to the device detachment from the ceiling and serious injury. Corrected b5 describe event and problem: on 19th february 2023 getinge became aware of an issue with one of surgical lights - volista standop. As it was stated, upon the device inspection two out of the six fixation screws holding the device main tube were loosen. There was no injury reported, however, we decided to report the issue in abundance of caution as loosen screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. The correction of d4 catalog #, model # and serial # deems required. This is based on the internal evaluation. Previous d4 catalog # and model #: ard267900100c corrected d4 catalog # and model #; ard568811963 previous d4 serial #: (B)(6) corrected d4 serial #: (B)(6) it appeared that the issue reported under manufacturer¿s reference number: (B)(4)(report number: 9710055-2023-00127) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00139). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00139).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - volista standop 600. As it was stated, upon the device inspection two of the six fixation screws holding the main tube was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as defect of the screws involved in this complaint may lead to the device detachment from the ceiling and serious injury.